Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 47 mg/dl (performa combo system) and 370 mg/dl (active system). The customer was not feeling well after the reading of 47 mg/dl, and she ate 20 grams of carbohydrates. She continued to not feel well, but was experiencing symptoms of hyperglycemia. This is when she received the result of 370 mg/dl. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the performa combo system. Reference medwatch report with (B)(6) for the active system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the performa combo system. Reference medwatch report with patient identifier (B)(6) for the active system. Device received in a condition which made analysis impossible. Unable to test because strips had expired.